Manufacturer narrative:
The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Occupation was patient/consumer.

Event description:
There was an allegation of questionable results from coaguchek xs meter serial number (B)(4). At 10:30 am, the result was 5.4 inr. At 11:26 am, the result using a new finger was 7.6 inr. The therapeutic range was 2.5-3.5 inr and the patient tests weekly.